Event description:
It was reported that following foot surgery, the pain pump which had been placed stopped delivering the medication. The pump was removed without incident and the pt continued taking the oral medication which had been prescribed at discharge.

Manufacturer narrative:
The device was discarded by the pt after removal.